Manufacturer narrative:
Other text: one device was returned for investigation. Physical inspection was done finding wear and tear. Testing of the device found that the complaint could not be confirmed. Root cause analysis traced to user interface.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is failing to circulate the water. No patient adverse events reported.